Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-36-00, 36mm humeral liner +0 unconstrained. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-31-36, glenosphere, 36mm. 320-35-01, small glenoid plate.

Event description:
As reported, the patient suffered a (B)(6) female patient experienced a scapular spine fracture. The patient felt a painful pop in rt shoulder and has not seen improvement with conservative management. Open reduction internal fixation of the scapular spine. Outcome is noted as resolved (B)(6) 2021 in the study database. The case report form indicates this event is definitely related to devices or procedure. This event report was received through clinical data collection activities.